Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a repeating recoverable fault 32097, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to replicate the reported issue but replaced the universal surgical manipulator (usm) unit as a precaution. The system was tested and verified as ready for use. The usm was analyzed, and failure analysis (fa) found they were able to replicate and confirm the reported issue. The unit tested on an in-house system and failed normal mode as it triggered 32097 error. The unit tested on a psc fixture test platform (pftp) and failed fiber test, point to clockspring. Fa installed a gold clockspring and retested and the error went away. Fa reinstalled the original clockspring fiber and the unit failed fiber test. The unit went through testing on a pftp (using gold clockspring fiber) and it passed all required tests. The fiber clockspring assembly will be replace as a fix to the reported problem. The complaint was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to a usm component failure. Isi reviewed the site¿s complaint history, which identified patient identifier 636919 as a related complaint (another error on a different usm from the same procedure). This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due to repeated faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system experienced a repeating recoverable fault 32097. The error was pointing towards universal surgical manipulator (usm) 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the faults. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter and was not able to gather any additional information about the complaint.